Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed via naked eye and a microscope with no issues noted. A functional test was performed with the set being connected to a solution bag and a normal flow was observed. The reported problem could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow of solution was observed when a one-link extension set was connected to a primary set. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.